Event description:
Physician noted a dye extravasation on a pt during the first inflation at 4 atm. Physician increased pressure on cutting balloon to 6 atm for 40 seconds. Branch looked better as the stain was leaving. The physician then stented the vessel with a 3.5 stent.